Event description:
A previous report was submitted capturing a spontaneous change in vns settings; however, it is know that m102 generators are prone to have their settings ¿re-programmed¿ due to faulted diagnostic tests or partial programming events. The patient's physician made note that the change in settings change is a "common occurrence" for the patient's type of generator model number (m102), and that it appeared that this programming event is not only related to this specific generator, but is related to all m102 generators. Therefore, due to the fact that faulted diagnostics can alter the settings unintentionally on m102 devices, it is likely that the cause of the generator re-programming was a faulted diagnostics test, and not the result of a spontaneous change in settings.

Event description:
The patient reported that their vns stopped working in (B)(6) 2019. The patient mentioned that they knew the device had stopped working because they experienced an increase in seizures. The patient went in to have the vns checked, and the patient reports that the device was programmed off due to event that he states is a "common occurrence for his generator model number." Additionally, the patient's physician assistant informed the livanova sales representative that they did see the vns change to 0ma output current, however no further details were provided. Further follow up has been performed to the physician's assistant's office, however no response has been received to date. No other relevant information has been received to date.